Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Film evaluation results are: the exact cause and source of the endoleak could not be determined from the limited still angio images provided. The anatomy at implant and earlier post-implant CT¿s were not availble for review and comparison. It is possible that this was a type iii junctional endoleak at the gate. There is currently slightly less than optimal contra limb/gate overlap (currently ~5mm below the flow divider), which in conjunction with the observed contra limb angulation and twisting across the right/ipsi limb, may have contributed to a marginal junction at the gate. The amount of gate overlap at implant is unknown. It is also possible that this was an unknown cause type iii fabric endoleak near the bifurcate gate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented to the ER with back pain. A CT scan revealed contrast filling the aneurysm sac from the contralateral limb side, which appeared to be type iii endoleak from lack of seal between contralateral limb and the gate of the bifurcate. The physician re-lined with an endurant ii limb on the patient¿s left side (contralateral side) and the endoleak resolved. The physician believes the cause of the event occurred due to either a hole or tear in the stent graft fabric or from blood/contrast between the fabric layers of the contralateral limb and gate. Angiogram and fluoroscopy did confirm that the contralateral limb was wrapped and twisted around the bifurcate¿s ipsilateral limb which appeared to cause lack of apposition between the gate and the contralateral limb. The physician stated that the cause of the event and that type of type iii endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.